Event description:
Customer reported via phone to lf service: injector came off of stand.

Manufacturer narrative:
Manufacturer report: lf field service engineer investigation and reported the following. The j-bow had separated from the support arm.collar screw missing allowing it to drop down on j-bow. When drop, it cleared retaining clip to backout, allowing j-bow to drop with powerhead. Lf fse reports no damage to the powerhead. Fse re-assembled support and inserted new screw. Tightened screws on j-bow and returned to full service by customer.